Event description:
A dreamstation CPAP pro device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible blower foam degradation. The device was scrapped by the service center after the evaluation was completed.